Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date in the same month as the onset of peritonitis, the patient was hospitalized for the event. On an unreported date in the same month, the patient began treatment with injection amikacin (100 milligram (mg), once a day and route not reported), injection fortum (250mg, intraperitoneally (ip) (reported as each bag)), injection reflin (250mg, ip (reported as each bag)), injection meropenem (1 gram, once a day and route not reported) and vancomycin (1 gram starting dose, frequency and route not reported) for peritonitis. The patient¿s outcome was unknown and the action taken with dianeal therapy was not reported. No additional information is available.